Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device inspected the pump and found error code 41622 during power up. Performed functional test and it passed. In the event log show system fault error code 41622 around the times of the complaint. Unable to duplicate stated problem. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has a system fault. Incident occurred during testing; no patient involment.